Event description:
The initial reporter alleged a higher rate of false positive results with the chagas elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. The customer measures each sample using three different methodologies, and the false positive results were reported to occur only on the cobas e 801 analytical unit. No specific customer data or individual test results were provided. The results were not reported outside the laboratory.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analytical unit (serial number: (B)(6). The investigation determined that the chagas elecsys e2g 300 v2 assay performed within specifications. A review of calibration and quality control data for the reagent lot 702543 (expiration date: 31-oct-2024) confirmed that all signals and recoveries were within expected ranges. However, the investigation was limited due to the unavailability of sample material and pre-analytical information. A definitive root cause for the reported higher rate of false positive results could not be determined based on the available information.